Manufacturer narrative:
Approximate age of device- 3 years, 10 months. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient's outcome could not conclusively be established. It was reported that the patient was found deceased at home. Per the vad coordinator, the cause of death was unknown. No autopsy was performed and the pump will not be returning for evaluation. The heartmate ii IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired at home and previously reported to be feeling unwell 2 days before his untimely death. The cause of death is unknown and autopsy will not be performed. No equipment will be returned.